Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the complaint, the up arrow and contrast keypad buttons were intermittently unresponsive to user presses; all other keypad buttons responded properly. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts.